Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [15 mg/ml] at a dose of 5.697 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that following a pump replacement due to a failed pump that took place on (B)(6) 2017 (refer to manufacturer report #3004209178-2017-04952 for details pertaining to the pump that was replaced) the patient experienced withdrawal symptoms and had not received effective therapy since the replacement. This was considered a sudden change in therapy/symptoms. It was indicated that a dye study was performed on (B)(6) 2017 because the patient had not had good relief since the pump replacement and previously had great pain relief with the previous pump. It was noted that the hcp could aspirate 3 ml so they were confident they had cerebrospinal fluid (csf). The hcp then pushed dye and did not see the dye come out of the catheter tip. They then imaged the pump and noticed that the dye was all surrounding the pump. The hcp planned to perform a revision to determine where the leak was coming from, but as of 2017-may-23 the revision was not scheduled. It was indicated that the revision had just been submitted to insurance for pre-approval on (B)(6) 2017. It was noted that the patient¿s dose was decreased to 3.497 mg/day on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a delivery and pump failure that resulted in withdrawal, pain and surgery.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type catheter.

Event description:
Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that they replaced both the pump and the catheter on (B)(6) 2017. It was indicated that bot were mailed in for analysis. It was stated that no further information was known on this patient. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found a slice cut in the catheter body that was not related to explant damage. Conclusion code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.